Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during a cori-assisted surgery with a real intelligence robotic drill, there were a few glitches: a random spike while doing initial stresses and a rotated femur when setting the axis. During distal cut stage, the drill shut out and a communication error popped up, only giving the option of quitting the case. Surgery was completed with a whole new drill. Luckily it saved the mapping and collection, so it was not required to repeat those steps. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. It was found that the thermistor wires have been severed internally, causing errors when attempting to set up the drill. The most likely cause of the reported errors seems to have been due to severed thermistor wires in the drill cable, or a faulty thermistor. It is possible that this occurred due to twisting or bending of the cable. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.